Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04159. It was reported the pt had fallen, and no longer had stimulation. The sjm rep met with the pt and was unable to provide stimulation. The physician had an x-ray taken, which did not show any disconnections. F/u found the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.